Event description:
The manufacturer received information alleging an issue related to a dreamstation auto CPAP device. The patient has reported that the device smoking and not turning on. There was no report of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
1) b5 verbiage- the manufacturer was previously contacted in reference to a thermal malfunction. The manufacturer received information alleging smoking and the device not turning on. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. 2) in the previous file the report was submitted for initial which is updated to final in this report. Additionally, evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid were also updated in this report.